Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported re-calibrated both the left and right tracker on the imaging system. Performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm), found the imaging system spin using the left side tracker was consistently inaccurate 4 millimeters inferior. The medtronic representative tested the imaging system with a navigation system and the inaccuracy was inconsistent. Tested the right side tracker and the imaging system was determined to be accurate. There was no patient present when this issue was identified.

Manufacturer narrative:
A formal investigation found that the inaccuracy found by the medtronic representative was due to a software anomaly that results from the default geocal file being used rather than a geocal file with calibrated values. This issue was documented in a medtronic navigation software anomaly tracking database.